Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure the patients right ventricular (rv) lead was exhibiting high thresholds with intermittent capture. The lead was capped and a new rv lead was placed. No patient complications have been reported as a result of this event.